Manufacturer narrative:
It was reported that the blade broke when the surgeon applied pressure during a joint procedure. The piece was retrieved without injury to the pt. The blade was not retained for eval. This non-reinformed surgical blade is a component in a custom procedural pack. The facility is converting to use of a reinforced blade for future inclusion in the custom joint pack. We have no trend for this issue with this component.

Event description:
During a joint procedure, the blade broke and fell into the surgical site.

Manufacturer narrative:
It was reported that the blade broke when the surgeon applied pressure during a joint procedure. The piece was retrieved without injury to the pt. The blade was not retained for eval. This non-reinformed surgical blade is a component in a custom procedural pack. The facility is converting to use of a reinforced blade for future inclusion in the custom joint pack. We have no trend for this issue with this component.